Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed shock impedances of great than 200 ohms. Some noise was seen as well. The patient was seen in clinic where device testing was performed. Impedances were sampled while isometrics were performed and oor shock measurements were reproduced. Impedances were also sampled in different programming configurations. Subsequent to testing, the proximal coil was suspected to be the source of the high shock impedance measurements. The patient then underwent a surgical procedure where the lead was cut and capped. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this ICD was explanted and replaced for a non-product experience. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.